Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient experienced low voltage and no external power alarms while on batteries. Log file analysis captured a few power hazards recorded on (B)(6) 2021 while the patient was connected to the mobile power unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power and low voltage alarms while connected to the mobile power unit (mpu were confirmed via log file analysis. The heartmate mobile power unit (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review spanning approximately 2 days (27sept2021 ¿ 29sept2021 per timestamp). On 27sept2021 12:45:18 - 12:45:18, and 17:55:30 - 17:55:34 there were losses of ac power causing no external power alarms while connected to the mpu. The backup battery provided power during these events and these events cleared when ac power was restored. On 27sept2021 18:13:20 - 18:13:22 there was an atypical low voltage alarms while connected to the mpu due to a loss of power. The backup battery was activated during this event and the alarm cleared when ac power was restored. There were no other notable alarms in the log file related to the reported. Pump operation was not affected. Multiple good faith efforts were sent asking if the mpu had a v-lock connector, if it¿s known if there were any environmental circumstances that may have caused a loss of power, if the cause of the no external power alarms was identified, and if any products would be returning; however, to date no response has been received. The root causes of the reported events were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and the heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect, low voltage, and no external power alarms. The heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. The heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and the heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.